Manufacturer narrative:
H10: of the seven devices, six lot numbers were provided, and lot history reviews were performed. Of the seven reported malfunctions, no devices were returned for evaluation, however, medical records were provided for all the devices and two of the medical records included images. The investigation is confirmed for perforation for six of the malfunctions; however, the investigation is inconclusive for perforation for one malfunction. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no : gfue4478, gfuk1001, gfvi4637 and unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All seven events involved a patient with no reported patient consequences. Of the seven reported patients, five were female and two were male. Five patients ranged from 30 ¿ 69 years of age and one patient weighs 133 kgs; however, the other patients age and weight were not provided.

Manufacturer narrative:
Of the 7 devices, 6 lot numbers were provided, and lot history reviews were performed. Of the 7 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 6 devices and reviewed for each malfunction and 2 with medical images. Perforation of the ivc was confirmed for 6 devices. 1 device sample or medical record was not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use. Corporate lot no (gfue4478, gfuk1001, gfvi4637 and unknown).

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model ec500j. Vena cava filter allegedly experienced patient device interaction problem, and patient-device incompatibility. These reports were received from various sources. All seven events involved a patient with no reported patient consequences. Of the seven reported patient, five patients ranged from (B)(6) years of age, one patient weight was (B)(6) kgs. Of the six reported patients, four were female and two were male; however, other patients age, weight and gender were not provided.